Event description:
It was reported accucath ace 20g 2.25 safety activation button was in a deployed position but needle was not retracted. Nurse stuck patient and tried to retract needle but unable to, putting him at risk for a needlestick injury. No adverse event or injury to patient or clinician.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.